Event description:
The site reported that the light adjustable lens was explanted from a patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 3/25/2022.

Manufacturer narrative:
The site reported that the light adjustable lens was explanted from a patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 3/25/2022. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual and optical testing of the lens found no issue with the lens.

Event description:
Site reported bilateral patient had light adjustable lenses explanted. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 3/25/2022.

Manufacturer narrative:
Site reported bilateral patient had light adjustable lenses explanted. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 3/25/2022. Device history record for the lens was reviewed. No issues were noted. Serial number: (B)(6). Lot number: l07-003235. Mfg date: 5/23/2021. Expiration date: 4/30/2024. UDI: (B)(4). Serial number: (B)(6). Lot number: l07-003368. Mfg date: 8/10/2021. Expiration date: 7/31/2024. UDI: (B)(6). Both explanted lenses were returned for evaluation. Visual inspection and optical testing of the returned lenses found no issues with the lenses.